Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer resolved the problem by cleaning the air trap sensor. After cleaning the sensor, the customer tested the thermogard system, and the reported problem was not reproduced. Therefore, service was not required to be performed by zoll. The thermogard system will be placed back for clinical use.

Event description:
During the set-up for an ivtm therapy, the customer reported that the air trap indicator light would not respond when the customer placed the start-up kit (suk) air trap into the thermogard xp ivtm system's (sn (B)(4)) air trap holder. After an hour, the customer placed the suk in another thermogard system and was able to initiate the therapy. No consequences or impact on the patient. The thermogard system (sn (B)(4)) was placed out of service.